Event description:
During a vt ablation for a patient who had an ICD ddr in vvi 60 mode, all therapies non-active, and external pads insitu. Using array balloon in the lv, mapping with both array and c3, finding outbreaks with array quite easy then carto 3 was used to navigate the catheter to correct spot in the lv. The catheter accessed to the left side with an agilis sheath. During the procedure, several vt morphologies were found near basal septum and lateral wall. Case was going well with no issues or concerns until they attempted to get near a spot close to the array balloon. They advanced catheter to prolapse as they were getting better contact and ablation temperatures. At one point, they slipped off where balloon was, so they prolapsed the catheter again with a nice loop. However, catheter entered near the lvot or just on the underside of the mv (no fluro used at this time). They then used fluoro to see the catheter position where it had gone back on itself and through the prolapse loop near the array balloon. X-ray confirmed catheter now in a knot. Company representative informed the physician to reduce magnetic field after trying to push the tip on the balloon in, hoping it would free-up the catheter . It was unsuccessful. Another physician then scrubbed in to attempt to free catheter-up with a manual catheter, also unsuccessful.

Manufacturer narrative:
The company representatives did some dry runs of advancing the sheath over the catheter and rotating to reduce the loop, on a dry runs this worked more than 5 times successfully. The physician tried the same approach, however, this was unsuccessful and the loop in fact tightened. The physician made the decision to retract catheter with the knot in it through the septum while rotating the catheter. No problem was encountered. Comment stated by the physician that the catheter came through easily, echo confirmed no asd formed or additional trauma. Catheter and sheath retracted to ivc , then removed with no trauma to patient. Echo confirmed it. The physician informed that patient is doing well with no complications (B)(4).

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation as initially reported.(B)(4).